Manufacturer narrative:
(B)(4). Physio-control evaluated the device and found its battery power inoperative and the power supply was damaged. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed power supply assembly at the failure analysis center and found the ac line filter peanuts pulled out and a filter pushed back. The ac power voltage supply was found to be fully functional but the filter displacement resulted in the customer likely inability to plug the device into ac power. Furthermore, the reported no battery operation failure was verified and the cause determined to be two electrically leaky filters, designator fl4 and fl10, due to solder flux residue on the power pcb.

Event description:
It was reported that the device would not operate on ac power and intermittently failed to power on battery source. There was no pt use associated with the event.